Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the patient reported device has not been controlling symptoms for the past week. They stated they have been having incontinence and believed may have an infection. They also mentioned they are now feeling stimulation in right buttock and not vaginal area. They did clarify outside of bicycle seat area. They also reported device may have shifted and is lower in buttock. The patient was redirected to their healthcare provider to further address the issue. Pt states has an appointment with hcp today.